Event description:
It was reported that after attaching the drill to the handpiece, the drill fractured while checking the rotation. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The following sections were updated: b4; b5; d4; d9; g3; g6; h1; h2; h3; h6; h4; h10 h6: component code: mechanical (g04) - drill a visual inspection was conducted on the returned drill bit. The drill bit shows signs of attempted use including marking/ scratching on the bit surface. The drill bit has fractured just above where the drill flutes meet the drill body. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.